Manufacturer narrative:
Initial and final MDR (B)(4)- MDR 3003442380-2024-32196- device 4 of 8

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient encountered 8 infusion set tubing was damaged event on 2- oct -2024 no further information available.